Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media to have sensor issues. Customer had woken up to blood glucose at 400 mg/dl, sensor glucose was 60 mg/dl therefore triggering the threshold suspend. No troubleshooting was done, customer will not be returning the sensor for analysis.